Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical/picture evaluation of the device was not performed. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, the complaint allegation is not confirmed.

Event description:
On 05/08/2023, it was reported by a facility representative via sems that an ar-9821 apollorf, and (2) ar-9815 apollorf when plugged into the machine begin to come apart. This occurred during a case, with no patient effect reported. There was no additional information provided.